Manufacturer narrative:
It was reported that the patient is having a lysis of adhesions procedure to get more range of motion. The patient was not compliant with their pt and scarred down. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient is having a lysis of adhesions procedure to get more range of motion. The patient was not compliant with their pt and scarred down. Revision surgery is planned to exchange the poly inserts.